Event description:
It was reported that the customer had an issue with his sensor. Customer stated that he kept receiving a cal error and that he was being told to change the sensor. Customer's blood glucose reading was 369 mg/dl. Customer reported that there was a bad sensor alert and that there was an issue with a bent cannula. Customer was advised that he may have had a partial occulsion which would have allowed him to get some insulin. However, it may have caused a no delivery alarm. Customer was also assisted with programming the cal repeat. No additional information provided.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.